Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. This device could not be interrogated, and testing found the device exhibited no pacing output. The device case was opened, and the battery was removed and forwarded for detailed testing. Detailed testing revealed the battery was swollen and depleted; however, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product has been returned for analysis.